Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of above 600 mg/dl. The cause of elevated bg was unknown. Blood glucose level was addressed with manual injection. System check was performed with tandem technical support (cts) and no issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.